Event description:
A customer reported experiencing a cartridge alarm during pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating no significant impact. Technical support resolved the issue by deciding to replace the pump and advised the customer to use multiple daily injections as a backup insulin delivery method. The customer was informed about the shipping and return process for the pump and acknowledged the instructions provided by technical support.